Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The lifevest detected an arrhythmia at 18:55:42. The patient's ECG strips show sinus tachycardia with motion artifact. The lifevest delivered a defibrillation shock at 18:56:48. The post-shock rhythm was sinus tachycardia with motion artifact. The response buttons were not pressed during the entire event. The patient did not seek medical attention and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention following the event and continues to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4). Electrode belt sn (B)(4) - 03/2010 (reuse).